Manufacturer narrative:
(B)(4). Unit received with unexpected battery power loss and low battery alert. Pump had high sleep current due to moisture damage on electronic assembly.

Event description:
The customer reported via phone call that they received a low battery alert prior to the replace battery alert. Customer's blood glucose value was unknown. Customer stated the battery cap was not loose, cracked or damaged. Customer states the battery was not previously used. Timing was less than 8 hours from the low battery alert to the replace battery alert. This was not the second occurrence of replace battery alert in less than 8 hours after a low battery warning. The device will be returned for analysis.